Event description:
Received a phone call advising that an amputee formerly treated by another facility had reportedly fallen while wearing a 3r60 knee and fractured his non-amputated leg. The patient is reported to be scheduled for surgery to repair the fracture and will then resume ambulation. The amputee is reported to have told the other facility staff that the knee was not functioning properly a few days earlier, and was allegedly advised to continue using it. The fall occurred shortly after. Co has provided the patient with a new knee and will forward the knee for evaluation.